Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: event site postal code: (B)(6). Contact department: (b)(60. Contact person phone number: (B)(6). A getinge field service engineer (fse) confirmed that helium gas is leaking from the machine. The washer on x4 was found damage which has been replaced and tested and found leakage problem is resolved. Additional problem found by fse - safety disk replacement due/iabp may required maintenance is observed where it is found the safety disk has been used more than 60 million cycles which has crossed now the period for which it was designed to used. It recommended to replace safety disk as early as possible. Quotation will be submit soon.(3) gfe attempts were performed to obtain additional information regarding safety disk due replacement and no response was provided ,so the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium gas leak. There was no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed that helium gas is leaking from the machine. The washer on x4 was found damage which has been replaced and tested and found leakage problem is resolved. Additional problem found by fse was safety disk replacement due and iabp may required maintenance is observed where it is found the safety disk has been used more than 60 million cycles which has crossed now the period for which it was designed to used. The safety disk replaced by fse but now again iabp may required maintenance error coming. So fse required compressor scroll for further inspection. Still the repair not completed and released for clinical use. The investigation shall be closed now. If any additional information received about part replacement the complaint will be reopened and updated it.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, investigation conclusion),h10. A getinge field service engineer (fse) confirmed that helium gas is leaking from the machine. The washer on x4 was found damage which has been replaced and tested and found leakage problem is resolved. Additional problem found by fse was safety disk replacement due and iabp may required maintenance is observed where it is found the safety disk has been used more than 60 million cycles which has crossed now the period for which it was designed to used. The safety disk replaced by fse but now again iabp may required maintenance error coming. Fse replaced the processor executive board then check the machine and found machine is working ok. Now the issue is resolved. The iabp may required maintenance not coming. All parameters and functions are working ok. All pneumatic tests are passed and the machine handover to user for clinical use.